Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-01964; 2938836-2020-01965; 2938836-2020-01967. It was reported that when the patient presented for an endoscopy procedure, it was noted that the device was eroding out of the pocket. The patient was transferred to another hospital and the system was explanted. The surgical wound was cultured, washed out and surgically closed with a jp drain in place the device secured to the outside of the chest wall. The patient was stable. The patient was treated with antibiotics and the system was replaced on (B)(6) 2020.